Manufacturer narrative:
(B)(4). Exemption number e1998007. Device identification: vp-720x, vp-660x, vp-331x. Device evaluated by manufacturer: three devices evaluated. Of the three events being reported, three events had no device failure. If information is provided in the future, a supplemental report will be issued.

Event description:
This report summarizes 3 malfunction events reported between january 1, 2018 and march 31, 2018. 2 events associated with undesired damage or breakage of those materials used in device construction. 1 event associated with the separation of the device and/or device components from its physical construct, integrity, or chassis.